Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient was not receiving the numbers from their dexcom mobile app was reported. Data was returned and evaluated. The reported event was undetermined via data. The probable cause could not be determined. No additional patient or event information is available.